Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: autoimmune disease. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast reconstruction surgery with implantation of a 800cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured left breast implant by a medical professional. Additionally, the patient experienced bone pain, bilateral breast pain/discomfort, dry mouth, fatigue, brain fog, skin inflammation, gastrointestinal issues, and shortness of breath. Subsequently, she was diagnosed with lupus. As a result, the patient underwent bilateral breast implant removal without replacements on (B)(6) 2024. This report is for the right breast prosthesis.

Manufacturer narrative:
On august 23, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on the breast implant device. Manufacturer¿s reference number: (B)(4).